Event description:
Patient reported to FDA medwatch the aligners caused creation of bruxism and tmj.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.